Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was not rolling over into the next day, cause was unknown. There was no reported impact to blood glucose. Reportedly, customer corrected the issue and resumed insulin therapy.